Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On 01/19/20a customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with insulin. The customer treated their blood glucose with glucose tablets. The customer was assisted with troubleshooting their insulin pump and everything was fine with the device.